Event description:
The patient reported in 2006 that the device was removed due to infection. The hcp reports that perioperative antibiotics were administered and the pt does not have meningitis. The date of onset is unknown. The pt presented with incisional wound opening and a culture was obtained from the device pocket. No causative organism was reported. IV and oral antibiotic treatments were instituted for the reported infection. The exact date of explant was not provided by the physician. Review of the manufacturer's device registration system shows the product may have been retrieved in 2006 after two months implant duration. The infection has reportedly resolved. The product was explanted, but has not been returned to the MFR for analysis.